Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage to the centre of the stent. Stent struts 4-11 from the proximal and of the stent were damaged and stretched. The stent was loose on the balloon and was not crimped tightly. The maximum crimped stent profile was found to be within specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed multiple kinks along the mid shaft, inner and outer shaft polymer extrusion. The tip was visually examined and slight damage was noted. A stent protector was returned with the device; the ID (inner diameter) was measured and the result was within measurement. The maximum crimped stent profile was reviewed, from this it was concluded that there were no issues to note with the interaction of the two components, provided that the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.25 x 16 synergy drug-eluting stent, when the protector sheath was removed, the stent got separated with it. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.25 x 16 synergy¿ drug-eluting stent, when the protector sheath was removed, the stent got separated with it. The procedure was completed with a different device. No patient complications were reported.